Manufacturer narrative:
The device has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pt contacted animas reporting that his pump displayed a call service sleep alarm 2 times: the most recent occurrence occurred about 20 minutes before he contacted animas. Prior to contacting animas, the pt had already rebooted and primed the pump. The animas rep advised the pt to reboot and prime the pump again. The pump settings were confirmed. The pt wanted to know if the call svc alarms could have been related to his high blood glucose levels (bg) yesterday and today. The pt's bg reportedly was 415 mg/dl yesterday and he was vomiting. The pt did not check for ketones. The pt changed the site and bolused. When he woke up this morning, his bg was 250 mg/dl. The pt was advised to change out the insertion site and to call back if the call svc alarm occurred again. Approx 2 hours after the initial call to animas, the pump displayed the call svc alarm again. A replacement pump was sent to the pt. This complaint is being reported because the pt reportedly developed elevated bg levels with vomiting when the call svc alarms occurred.